Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets during pulse delivery) was confirmed. Upon investigation the monitor was failed a baseline test and was unable to recognize ecgs or therapy electrodes. The cause for the failure was isolated to a shorted q701 component on the computer/analog pca. The root cause of the shorted q701 capacitor cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was resetting during pulse delivery.